Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4)

Event description:
The patient stated that the stimulator was no longer covering her pain areas which included pancreas. The patient was scheduled for reprogramming on (B)(6) 2015 in late afternoon. The cause was unknown. No surgical intervention occurred or was planned. Later the manufacturing representative reported that the patient was seen for reprogramming. The patient stated that she had fallen over the summer. Impedances were normal. The patient was reprogrammed to cover painful areas. No additional information was available.